Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation; the shape and texture of the break lead to the investigation being confirmed for a burst. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610 port and catheter accessory allegedly experienced a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not reported.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified a fracture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601610 port and catheter accessory allegedly experienced a fracture. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not reported.